Event description:
The implant failed due to poor bone condition. The implant was explanted after 6 months.

Manufacturer narrative:
Doctor refused to provide pt info in detail. According to our investigation, there was no discrepancy on our prod. Data corrected. See scanned pages.